Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information received reported that the patient received 83 false shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; full lead in segments was returned for analysis. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information received reported that the patient received 83 false shocks. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination lead conductor component/subassembly failure device was out of specification in a manner that relates to event shock, inappropriate.